Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformances were identified for this lot. No similar complaint was received for lot 4j00118 and malfunction code uca-pmc11.10 primary pack fractures, cracks, tears, rips or sheds material during opening. The machine logbook was checked, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. During lot production was used paper supplied by external supplier amcor. During incoming inspection the certificate issued by supplier is inspected and then the paper is released to production. No deviation was observed. This complaint was presented on complaint review board on february 26, 2026. A photograph has been received for this complaint, which was evaluated in accordance with work instruction wi-0359. Packaging defect and tearing is visible in the photo. Attendees decided that this is considered an isolated issue and no further actions are required. Operators will be retrained and the issue will be presented to operators according to wi-001366 qa data visualization (current version). Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 2. E.1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
It was reported "packaging defect and tearing". Photos depicting the reported complaint issue were provided by the complainant.